Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead underwent a thorough analysis. Only the proximal segment of the lead was returned and upon visual observation, it was noted that the conductor coil was stretch from the terminal pin. There were cuts in the insulation exposing the coils. A portion of the lead had electro-cautery damage. The lead passed the continuity test with manipulation.

Event description:
Boston scientific received information that during a lead revision, the right ventricular (rv) lead's sensing was found to have decreased from 4 millivolts (mv) to 2.9mv. The lead was explanted and replaced with a new one. However, while pulling the lead out of the vessel, the conductor coil was unravelling and the distal tip broke off in the subclavian vein. The tip of the electrode was wedged in the subclavian vein and the physician opted to leave the piece. The lead is no longer in service. No additional adverse patient effects were reported.